Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-04591 and MDR ID# 2134265-2018-04587. It was reported that the delivery system was stuck on the wire. An innova self-expanding stent system and a non-bsc guidewire were selected for an angioplasty and stenting procedure in the lower limb. During advancement of the innova system, the system became stuck on the guidewire. It is currently unknown how the stent was removed. A 8x80x75 innova¿ stent was then selected and attempted to advance to the lesion. The stent also became stuck on the guidewire. The physician was able to remove the stent by forcefully pulling it off of the guidewire. A 6x60x130 innova¿ stent was then selected for use and upon advancement, the stent became stuck on the guidewire. The physician then removed the stent system and guidewire together. The procedure was completed with a fourth innova stent and non-bsc guidewire. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 returned stuck in the device. The guidewire was not protruding from the distal tip. The guidewire was protruding from the proximal end of the device 109cm. The stent was not returned. There was a kink at the nosecone. The handle was opened to inspect for internal damage. It was noticed that the inner liner shaft showed very tight buckling approximately .5mm from the clip. With this extreme buckling on the inner liner shaft it is most likely the cause of the guidewire stick issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-04591 and MDR ID# 2134265-2018-04587. It was reported that the delivery system was stuck on the wire. An innova self-expanding stent system and a non-bsc guidewire were selected for an angioplasty and stenting procedure in the lower limb. During advancement of the innova system, the system became stuck on the guidewire. It is currently unknown how the stent was removed. A 8x80x75 innova stent was then selected and attempted to advance to the lesion. The stent also became stuck on the guidewire. The physician was able to remove the stent by forcefully pulling it off of the guidewire. A 6x60x130 innova stent was then selected for use and upon advancement, the stent became stuck on the guidewire. The physician then removed the stent system and guidewire together. The procedure was completed with a fourth innova stent and non-bsc guidewire. There were no patient complications.